Manufacturer narrative:
The valve was returned and analysed. According to the laboratory results, the valve is clean, but the spring is entirely covered by a protein deposition, affecting its stiffness and thus the valve performances. The obstruction of this implant is one of the major complications and is perfectly known and described in the IFU.

Event description:
The malfunctioning of the valve implanted on (B)(6) 2011 led to a surgical intervention to extract it.